Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report# 3005099803-2022-07566. For the associated device information. It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal stent was to be implanted in the esophagus to treat a 6cm malignant stricture due to esophageal cancer during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2022. The patient anatomy was not dilated prior to stent placement. During the procedure, the ro band marker was observed to be incorrectly positioned and the wallfex esophageal stent (the subject of this report) was deployed proximal to the stricture. The wallflex esophageal stent was removed from the patient with rat-tooth combo forceps. A second wallflex esophageal stent (3005099803-2022-07565) was opened, and the inner sterile pouch was found broken. The procedure was completed with a 3rd wallfex esophageal stent. There were no patient complications reported as a result of this event.